Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port implantation procedure for poor venous access. The needle was introduced into the subclavian vein on the first pass. The wire was passed into the superior vena cava under fluoroscopic guidance. A left infraclavicular incision was utilized and deepened through skin and subcutaneous tissue. A pocket was created anteriorly on the pectoralis fascia. Utilizing the introducer technique, the catheter itself was advanced to the atriocaval junction and fixed to the reservoir and the reservoir was flushed with heparin. Patient tolerated the procedure. Approximately one year three months later patient underwent port removal procedure and drainage of left upper extremity abscess for infected port. An elliptical piece of skin was removed, and the wound was cultured. The port was then circumferentially dissected free from the surrounding tissue. There was a minimal amount of pustular fluid in the anterior part above the port. However, this did appear to have fistulous tract down to the port but there was no pus around the port itself. There was significant amount of inflammatory tissue around the port. Port was then removed completely and sent pathology for culture. Pressure was held at the clavicle and when hemostasis was achieved to removing the port capsule. After five months thirteen days patient underwent port implantation procedure for poor venous access. The wire was passed into the superior vena cava under fluoroscopic guidance. A left infraclavicular incision was utilized and deepened through skin and subcutaneous tissue. A pocket was created anteriorly on the pectoralis fascia. The catheter itself was advanced to the atriocaval junction and fixed to the reservoir and the reservoir flushed with heparin. After nine months twenty-two days patient underwent port explantation procedure for infected port with associated subcutaneous abscess. A left infraclavicular incision was utilized over the previous port site and deepened through skin and subcutaneous tissue. Electrocautery was utilized to dissect down to the port and blunt dissection with hemostats revealed the catheter entrance site to the port. Minimal purulence in the port pocket. A purse string suture was placed around the catheter entrance site and tied down while the catheter was removed intact. The pocket was packed with iodoform and dressed. Therefore, it can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiry date: 04/2021), section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year three months and twelve days post port placement via the subclavian vein, the patient allegedly developed pain and inflammation around the port site. It was further reported that patient allegedly developed fistula tract down to the port and was diagnosed with bacterial infection. Reportedly, the infected port was removed and new port has been implanted. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 04/2021) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later post port placement procedure, the patient allegedly developed infection. However, the current status of the patient is unknown.